Event description:
In 2008, the patient reported receiving an e4 (occlusion) error while attempting to bolus for elevated blood glucose. He stated that his blood glucose measured 66 mg/dl when he woke up. He stated that his reading was low, because he had not eaten enough the night before. He ate breakfast without bolusing and his blood glucose elevated to 214 mg/dl 30 minutes later. His normal blood glucose range is 100-150 mg/dl. To troubleshoot the patient was instructed to disconnect from his infusion site and to perform a bolus. He was able to do so without error. He was then instructed to replace his infusion site. He stated that the cannula of the infusion site appeared to be "kinked". The patient inserted a new infusion site and was able to bolus without error. Upon follow up on 09/08/2008 the patient stated he had no further issues. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.